Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * were there any patient consequences? Needle left in patient * what is the event/procedure date (dd/mm/yyyy)? 7/18/2024 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 1 or 2 patients experience needle breaking off during a cervical cerclage? **please create an additional complaint file if 2 different patients experienced this issue. How many devices had this issue for each patient? Clarify if the event is needle pull off or a needle breakage? What instruments were used to grasp the needle/suture? Where was the needle/suture grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the broken needle fragment? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? If yes, please describe. Did the patient experience any adverse patient consequences?

Event description:
It was reported that a patient underwent a cervical cerclage procedure on (B)(6) 2024 and suture was used. The needle broke off during the procedure. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please create an additional complaint file if 2 different patients experienced this issue. How many devices had this issue for each patient? Clarify if the event is needle pull off or a needle breakage? What instruments were used to grasp the needle/suture? Where was the needle/suture grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the broken needle fragment? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? If yes, please describe. Did the patient experience any adverse patient consequences?